Manufacturer narrative:
The device will not be returning for evaluation as the customer could not determine which device was involved in the reported event. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unknown date and involved a plum 360 pump where an infusion of methotrexate completed 1.5 hours earlier than expected. There is no report of adverse event.